Event description:
It was reported during an unknown procedure the ez45b misfired on the second firing. A new ez45b was opened to complete the case. The rep reports there is no other information available. There was no consequence to the patient.